Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0488, awareness date 19-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported that before essure placement she told her physician she had nickel sensitivity and she always had painful periods. The physician performed the procedure and placed mirena as back up birth control. She started having symptoms within a month of placement; she had vision problems, double vision, stars. Then daily headaches started stabbing pain in the pelvic region. She went to see an optometrist, ophthalmologist and a neurologist. She had to have an MRI, retinal evoke test and all of which came back fine. She went back to her implanting physician who told her that her hormones were the cause of her medical problems, at which he prescribed birth controls pills as well. She made a blood work that came back normal and then sought a second opinion. Her new doctor agreed that the essure needed to be removed. She had a hysterectomy 14 months after placement. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had stabbing pain in the pelvic region. She had a hysterectomy 14 months after placement. This event, interpreted as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. In this particular case, it is stated that she started having symptoms 1 month after essure insertion. Then she had this pelvic pain. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship between essure and this event cannot be excluded. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up from 11-sep-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had stabbing pain in the pelvic region. She had a hysterectomy 14 months after placement. This event, interpreted as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. In this particular case, it is stated that she started having symptoms 1 month after essure insertion. Then she had this pelvic pain. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship between essure and this event cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.